Manufacturer narrative:
H.6 investigation summary: four photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill and additive abnormality was not observed. Evaluation of photographs indicated satisfactory draw level, no additive abnormality was observed. One hundred retention samples from bd inventory were visually inspected with no issues observed. Additionally, 20 retain samples were functionally tested for draw volume and tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of overfill and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes 5 tubes were overfilled and had excessive additive quantity. There was no health impact or consequences reported.